Event description:
Device issue: none. Adverse event: dissection. Onset of adverse event: during the procedure. It was reported that after predilatation of the saphenous vein graft (svg), a 4.0 x 18 mm xience v stent was placed in an svg lesion; however, after the deflation of the stent delivery system, a dissection of artery at the distal end of the stent was noted. The dissection was treated with the placement of another xience v stent. The end result was good timi iii flow. Though requested, no additional event or pt information is available.

Manufacturer narrative:
(B) (4). (B) (4). Dissection, in the IFU, is a known adverse event associated with coronary stenting procedures and can be influenced by several factors. The IFU states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. A conclusive cause for the pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency. It is unk how the use of the xience v stent in an svg may have been related to the reported dissection; however, it should be noted that the IFU states: the xience v stent is indicated for improving coronary luminal diameter in pts with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions.